Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report for "no ECG signal" was observed during the review of device log. However, the malfunction was not duplicated when the device was put through extensive testing including periodic self-test and functional test. Therefore, the main board was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.